Manufacturer narrative:
D6: device returned with no lot identification. Proximate linear cutter. Based on the information received and the visual and functional results, no conclusion could be reached as to what may have cause the reported incident. The instrument was received in good condition. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. The instrument was fired with a reload cartridge and it fired and formed all the staples with no noted difficulties. There are no anomalies with the functionality of the instrument or the firing of the staples. The reported incident could not be recreated.

Event description:
It was reported the tlc55 was used during a gastric procedure. It was reported by the affiliate the device could not be fired. There was no consequence to the pt.